Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of dyauac040 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient mainly complained of repeated fever for more than one month at (B)(6) 2019 13:50. Admitted for post-cerebral hemorrhage, double pneumonia, post-tracheotomy, phlegm, anti-inflammatory, for resuscitation, fluid replacement and other treatments, a PICC catheter was placed in the right guiyao vein on (B)(6) 2019, and the depth of the catheter was 40cm. When the preparation for PICC maintenance was changed at 09:00 on (B)(6) 2020, the PICC tube was found at 40cm. If the fluid overflowed and a crack was visible, the PICC was immediately removed and the catheter was placed, and the needle was retained in the peripheral vein. It was used normally.